Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 1.0.1083. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid and other unknown drug for spinal pain. It was reported that when the patient tried to connect to their myptm (personal therapy manager) they kept getting an error in connecting and searching sat at 0% for a little while, then no pump response. When asked about the event date, the patient stated "it's been a while". When asked about how many boluses they had per day, the patient stated "an average 1-2, at most 3".  An agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag. The patient would call back if they needed further assistance.